Event description:
Information was received from the customer that a pt was allegedly using the device and had to be resuscitated. It was reported that "the unit was found in the off position and the pt had to be resuscitated and at this time the unit had to be turned back on." There was no further pt or event information provided despite repeated attempts. There was no reported malfunction of the device.